Manufacturer narrative:
Currently being investigated under (B)(4).

Event description:
Damaged transformer housing - breach present the adapter no longer works it was getting hot and the transformer housing is falling apart. No fire. No sparking. No injury.